Manufacturer narrative:
The investigation was based on user facility information and evaluation of reserve samples (the reported lot, previous and subsequent lots). Reserve sample testing confirmed no evidence of any product malfunction or defect. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previoulsy. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the catheter having been damaged as a result of attempting to withdraw the device against resistance. The device labeling states in the instructions for use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported that resistance was encountered as the physician was attempting to remove the sheath through scar tissue in the patient's right groin area. While continuing to pull back on the sheath, the distal portion became separated exposing the coil wire. The physician was able to remove the entire sheath from the patient. Reportedly, blood flow was not compromised and the procedure was completed successfully with a second sheath using a modified approach. Additional event specific information was not available.